Event description:
Additional information received indicated that this left ventricular (lv) lead was turned off due to loss of capture (loc) at maximum output. A lead dislodgement was suspected but was not conclusively determined by a chest x-ray. The lv lead was turned off. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was turned off due to an unspecified malfunction. Attempts to obtain additional information was being obtained, however was still unsuccessful. The lv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.